Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five-weeks post implant procedure, the patient experienced ratchet syndrome resulting in both the right atrial (ra) lead and left ventricular (lv) lead pulling back.  The ra and lv lead was explanted and replaced.  No patient complications have been reported as a result of this event.